Manufacturer narrative:
The reporter¿s meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.3 inr. Level 2 testing results (qc range = 2.2 - 3.4 inr): qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem.

Manufacturer narrative:
The meter and test strips have been requested for return. The customer reported receiving an e-52 error on the day of the event. The error message is a heater error that occurs if the strip is not inserted properly. The issue was resolved by inserting another test strip. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr result with coaguchek vantus meter serial number (B)(6). At 2:45 pm, the meter result was >6.0 inr. At 2:58 pm, the meter result was >6.0 inr. The customer used the same finger for this test. At 3:12 pm, the meter result was 4.4 inr. Customer used a new finger for this test. Customer's therapeutic range is 2.0-3.0 inr. The customer tests every two weeks.